Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician noted, before the procedure was started, that the taxus liberte' 3.5x16mm drug eluting stent looked "unraveled" even through the plastic cover. The device was never used. No patient complications were reported.